Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation in the wrong location/never in the foot and the high impedances was not determined. The rep said there were high impedances on the 0-7 lead, they checked again against 8, they didn't think to do that and 8-15 was fine, but 0-7 said avoid. The rep reprogrammed the best they could. The rep stated they got an x-ray to check for breaks in the lead and everything was good. The rep said they were able to program the one lead to get better coverage. The rep said the patient was meeting with the physician to discuss replacing the one lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed the ins adjusted because the stimulation was in the wrong spot. The patient said the stimulation seemed to be jumping around a lot and theycould not get the stimulation away from their ribs. The patient stated that they have had problems since they had a new lead placed 2 years ago and they could never get it in the right spot. The rep reported that they were meeting with the patient to adjust and relocate the stimulation into their foot where they were not getting therapy. The rep ran impedances and all contacts were over 10,000. The rep ran impedances again at 3v and all contacts were over 40,000. The rep was advised to have imaging done to check for a possible lead fracture, connection issues, or damage. No further complications were reported.